Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the interface was disconnected from the station. A technical support specialist (tss) had dialed into the application server and ran a site down query. The results showed that the system was processing data normally, with no delay or disconnection indicated. The tss then deployed the interface services utility to the associated messaging system, and it was applied successfully. Following this, the external messaging and net pipe listener services were restarted. The tss also accessed another station and confirmed that the ¿patient data may not be current¿ message had cleared from the desktop. A follow-up call was made to the user, who confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es interface was disconnected, and new patient orders were not transmitting. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.